Event description:
On (B)(6) 2017, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter was reading inaccurately high compared to another meter and feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged inaccuracy began on (B)(6) 2017, 1:00pm. The patient had obtained an alleged control solution result of ¿330mg/dl¿ on the subject meter compared to 180mg/dl on another meter (freestyle lite). Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient also felt the result of 330mg/dl was inaccurately high compared to feelings meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages his diabetes by self-adjusting insulin doses and reported that he increased his dose of medication ¿6 units and 2 more later of humalog¿ in response to the alleged product issue. He detailed that one hour after the issue began he developed the symptoms of ¿low blood sugar¿. The patient stated that on (B)(6) 2017, 2:15pm he was treated in urgent care by a hcp with glucose tabs/gel. At the time of trouble shooting, the cca confirmed the patient used the correct unit of measure was used. The control solution result obtained fell outside the acceptable range on the test strip vial. The test strips were stored correctly and within their expiry date. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high blood glucose results obtained with the subject meter.